Event description:
It was reported to ge that the rear angulation drive chain failed allowing the table to fall to the floor. There were no injuries reported in connection with the event. The table has been repaired and placed back into service.